Event description:
It was reported that a piece of the bite broke inside the knee and was not removed from the patient. At this time there are no plans for its removal. The surgeon used another instrument to complete the surgery. It was the bottom cutting edge that broke free. There was a delay of 15 minutes or less to attempt retrieval and gather a back up device. It is unknown exactly what was being cut at the time the device broke. It was also confirmed that the two year old device has never been stent back for sharpening.

Manufacturer narrative:
Device is not being returned, therefore, no evaluation could be performed.